Event description:
Kimberly clark has received a report indicating that a healthcare worker was unable to advance the catheter to full length. After replacing the tube, evaluation of the defective tube noted a large cut on the trach care catheter just before the 18cm mark. No injuries were reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The incident sample was not received for evaluation. However, photographic images have been received and have been reviewed. Based upon the photographic images, the edges of the cut appear to burned and uneven. There are no areas of the manufacturing process that could cause this type of failure mode. Investigation is in-process. There was no report of serious injury. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.